Event description:
It was reported that the sterile packaging is all black powder and the sterile packaging is not damaged. Visual pictures show that the battery likely exploded. The event timing was before surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Visual examination of the returned product/provided pictures identified the battery pack was open and debris from the battery found inside the sealed sterile packaging. The root cause of the reported issue is attributed to an anode failure and, is a result of batteries overheating allowing for the release of battery gel into the sterile packaging. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available